Manufacturer narrative:
This report is submitted on september 12, 2023.

Event description:
Per the clinic, CT scan showed the device had migrated and dislodged again. There was a second procedure where the muscles were used to tie down the device with a modified packing procedure. Per the CT scan and ent report, patient had the stapes ossified into the round window.